Event description:
It was reported that the ultrasonic gastrovideoscope had a defect in the ultrasound transducer. The issue was identified during sedation of a diagnostic endoscopic ultrasound procedure while the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.